Event description:
It was reported that: there's air leakage happening, and the working channel is clogged. The deflection is either insufficient. No information about patient injury and no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the endoscope was tested after production with the insp. Lot 40000694503 and the endoscope passed this test. The examination revealed that the shaft was bent by external force. As a result, the working channel is also kinked and no longer passable. Several fibers of the image bundle are also broken. The kink in the shaft also impairs angulation. Obviously, the endoscope was not handled with the necessary care as described in detail in the instructions for use under point 8. The damage found is not due to a manufacturing/production defect but is the result of mechanical damage during use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).